Event description:
It was reported that a pump experienced an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to gently clean the speaker holes and remove and reconnect the cartridge, which successfully resolved the alarm issue. The pump resumed normal operation, and tips were provided to prevent future altitude alarms.